Event description:
This lead was explanted and replaced due to clavicular crush, loss of capture, and high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.